Manufacturer narrative:
The hill-rom tech found screw holding the cable broke off in the top block causing the brake not to hold. Per the hill-rom service manual the advance series bed requires effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Check the tired for cuts, wear, tread life, etc. Test the brake casters to determine if the bed moves when you activate the brake mode, replace or adjust when necessary. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007-2013. It is unk if the facility performed any other preventative maintenance on this bed. The hill-rom tech replaced the block and screw to resole the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the brakes are not engaging when the pedal is pressed (brakes not holding). The bed was located at the account in dialyses. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).